Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) for non-malignant pain. The reason for call was during today's call, pt reported they had to have a neurostimulator (ins) battery revision. Pt exclaimed the 1st operation went terribly wrong! Pt described the surgeon was making the incision three vessels were cut. Pt said the battery was implanted &they were sewed up while still bleeding like crazy inside. Pt said it all popped out through their back & all over the floor so they were rushed back into surgery. Pt stated they were given the wrong medication which brought back all of their ptsd. Pt explained they had also requested that the implanted battery not be placed on their hip and even marked the spot with a "x" as to where not to implant ins. However, the surgeon inserted the battery exactly where the pt had marked the "x". Pt commented that hip is where the carry their gun & every time they walked the gun jumps up and down which the friction caused a hole on the battery site which started bleeding. Pt said they located a different doctor to reposition the battery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.